Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The stapler was returned with 9 staples remaining in the cover block indicating that least 26 staples were fired by the end user. Visual examination of the returned stapler revealed that the staples appeared aligned. The trigger was returned partially engaged and evidence of use in the form of biological material was present on the device. No other anomalies or defects were observed. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple properly formed and released. To simulate insertion into the skin, all remaining staples were fired and were able to engage and close into the simulated skin successfully. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that (B)(6) 2023, staples were found jamming prior to use." No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "(B)(6) 2023, staples were found jamming prior to use." No patient involvement reported.

Event description:
It was reported that "6 dec 2023, staples were found jamming prior to use." No patient involvement reported.

Manufacturer narrative:
(B)(4).